Event description:
The patient was administered IV sedation and general anesthesia. During procedure, a total of 12 treatments were delivered. No device observations or adverse events occurred during the procedure. At 4 days post procedure, the patient was reported to have experienced a single episode of bladder spasms. The bladder spasm symptom was reported to have resolved without medical action the same day. The patient was discharged with an indwelling catheter, which was removed 7 days post the index procedure. The investigator assessment for the bladder spasms symptom was assessed as probable related to the procedure and unlikely related to the device.

Manufacturer narrative:
The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available, the patient symptoms are known risk associated with this type of procedure. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
The patient was administered IV sedation and general anesthesia. During procedure, a total of 12 treatments were delivered. No device observations or adverse events occurred during the procedure. At 4 days post procedure, the patient was reported to have experienced a single episode of bladder spasms. The bladder spasm symptom was reported to have resolved without medical action the same day. The patient was discharged with an indwelling catheter, which was removed 7 days post the index procedure. The investigator assessment for the bladder spasms symptom was assessed as probable related to the procedure and unlikely related to the device.